Event description:
A surgeon successfully completed two makoplasty partial knee procedures on (B)(6) 2012. While performing the first procedure, the robotic arm briefly locked up. However, the surgeon was able to successfully complete the procedure with no further issues. Operating room and pt preparations for the second procedure were underway at the same time. During this time, the robotic arm was serviced which resulted in a brief delay of the second procedure.

Manufacturer narrative:
The malfunction of mako's (B)(4) occurred in the first procedure; the surgeon chose to briefly delay the second procedure while the system was being serviced. Eval of the system indicated that there was a motor phase error on one of the joints of the robotic arm. The rio has been serviced, is in operable condition and is fully functional.